Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the new orders were not crossed due to an interface interruption. A technical support specialist restarted the external messaging service to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, new orders were not crossed, and patient information was delayed. The customer reported that the server had been non-operational for almost three hours, resulting in all inpatient care pyxis systems being placed on critical override. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.